Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received with the needle broken off flush with the end of the slider. The broken needle was not returned for eval. Nicks and scratches located on the surface are associated with device usage and not associated with mfg. Returned sample failed functional test for smoothing. The failure of a smooth feel is not indicative of the broken needle. Due to the missing broken needle measuring and additional testing could not be completed. Therefore the complaint is indeterminate from a mfg perspective. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
It was reported that the depth gauge from mod foot set was found with the wire broken off in the instrument room. It is not known if the product was broken during a procedure, or during cleaning.